Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead presented to the emergency room (ER) with chest pain. The ra lead exhibited high threshold measurements, loss of capture and noise. The lead was tested which confirmed no capture at maximum outputs. Based on fluoroscopic imaging, the physician suspected that the lead had perforated through the cardiac tissue into the plural space. A lead revision was scheduled; however, prior to the revision, another x-ray was performed and the lead no longer appeared to be through the heart. The atrial thresholds were checked which were good. The procedure was cancelled. The patient was checked again and atrial threshold measurements were good. No additional adverse patient effects were reported. The lead remains in service.